Event description:
It was reported that during post dilatation of a rx acculink stent in the mildly tortuous left internal carotid artery, an attempt was made to inflate a 5x20x135 rx viatrac plus balloon but the balloon failed to inflate. Negative was pulled and blood was seen entering the catheter. The dilatation catheter was withdrawn from the anatomy and a pinhole was noted between the guide wire lumen and the balloon. A new same device was used to perform post dilatation successfully. There was no adverse patient effect and no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was received. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for evaluation. The reported balloon leak was confirmed. Based on visual inspection and functional testing of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. Results of the query of similar incidents in the complaint-handling database from this lot did not indicate a manufacturing issue. Based on the information reviewed, there is no indication of a product deficiency.